Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the device alarmed and showed codes that indicated an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use; therefore, there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer reported replacing the data acquisition pcb to motor controller pcb board cable and the reported problem was resolved.